Event description:
It was reported that the customer was hospitalized due to severe hyperglycemia, with blood glucose levels greater than 500 mg/dl. The insulin pump was uploaded, and the information revealed that the customer has been using the dual wave bolus feature for every single bolus. Also, found that the customer may be suspending the insulin delivery after delivering a bolus. The caller stated that she would be reporting this information to the customer's endocrinologist, and believes that the customer may not need to use the dual wave bolus feature at all. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.